Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the health professional was frustrated that the data on the patient's implantable loop recorder was cleared due to a magnetic resonance imaging (MRI). The implantable loop recorder remains in use. No patient complications have been reported as a result of this event.